Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when device was applied to stomach in a vertical sleeve gastrectomy, the staples did not deploy. The surgeon replaced the reload and used the same handle.